Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. -the camera cable unit and the imaging unit of the camera head¿s main body were flooded. -the camera head¿s main body was scratched. -the endoscopic image failure occurred due to corrosion of the imaging unit. Omsc determined that the reported event was caused by user's handling. The endoscopic image may have been noisy due to corrosion caused by liquid entering the device due to damage caused by impact such as dropping the device by the user. The instruction manual provides preventive measures against damage to the camera cable. In addition, it provides warnings to avoid impacting the device. By following this instruction, the user may have been able to prevent the reported event from occurring. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was noisy and the camera cable may have been broken. There was no report of patient injury associated with the event.